Event description:
Two capio slim devices for sacrospinal ligament fixation were too stiff and not retrieving bullet/ firing properly. Third device was opened and worked fine. No harm to the patient. Malfunctioned devices were taken off the field. Manufacturer response for instrumentation, surgical mesh, urogynecologic, transvaginal repair of pelvic or, capio slim (per site reporter).